Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1800729 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 12/05/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device since the clip got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position. The misload of the first clip, broken yoke, and the bent rotation tab are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not loading properly" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The sample was returned with its rotation tab bent. Upon functional inspection, the first clip was unable to load properly. The device was disassembled , and it was found that the yoke was broken at the pin position. The misloading of the clip, broken yoke, and the bent rotation tab are all indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic assisted distal gastrectomy, the user tried to load the applier but no clicking sound from the applier was heard and a clip did not come out from the device.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic assisted distal gastrectomy, the user tried to load the applier but no clicking sound from the applier was heard and a clip did not come out from the device.